Event description:
It was reported that during a da vinci s prostatectomy procedure, smoke, and arcing was observed coming from the maryland bipolar forceps instrument. The instrument was removed and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both yaw pulleys exhibit charring and localized material removal at the grip base, indicating that an arcing event occurred. While the evidence is inconclusive, engineering concluded that charring on the instrument was most likely due to a breach in the insulation. The instrument passed electrical continuity testing. The grips have a slight offset approximately .015 at the tips. No other damage was observed.